Event description:
It was reported that the surgeon was unable to engage the articular surface's locking mechanism. After several attempts, warping was noticed on the underside of the liner. A new liner was opened and implanted successfully.

Manufacturer narrative:
This report will be amended when our investigation is complete.